Manufacturer narrative:
On 10-jun-2023, mentor received additional information about the event: the patient¿s right breast prosthesis ruptured post implantation. The rupture was diagnosed via MRI, CT scan, and ultrasound. The patient is scheduled to undergo explantation on (B)(6) 2024. D6b explantation month, day, and year: (B)(6) 2024. Reason for device explant and/or reoperation: capsular contracture, breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: block h10 in the initial report contained an incorrect statement, ¿since no lot number was provided, no manufacturing record evaluation review could be performed.¿ a lot number was provided and a manufacturing record evaluation was performed. Block h10 in initial report: the text ¿since no lot number was provided, no manufacturing record evaluation review could be performed¿ should be replaced with ¿a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.¿

Event description:
It was reported that a 27-year-old caucasian female patient who underwent a primary breast augmentation procedure with a mentor memorygel xtra breast implant 535cc gel breast prosthesis developed capsular contracture (baker grade unknown) in her right breast post implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).